Manufacturer narrative:
We do not expect to receive the device for eval. However, the customer provided info about that time and location of the reported issue, which enabled us to locate the issue in the log files for analysis. We have connected to the device remotely and downloaded the logs for analysis. The investigation into this report has not yet been completed.

Event description:
Customer reported that an acuity central station had crashed, but did not come back up. The customer pulled the power from the system and restarted the system without further incident. The system crash resulted in the temporary inability to monitor pt vital signs from a central location, although vital signs would still be available at the bedside monitors.